Event description:
Total 10 blood leaks occurred in 2 different lots from 2004 in hosp. Company is submitting MDR reports for these 10 blood leaks in 2004: lot unknown 2 leaks (8010002-2004-00014), lot no 035f5s 6 leaks (90-10002-2004-00015), 1 leak lot no 039px3, 12 days, 1 leak lot unknown (8010002-2004-00017). This event is the third one. One blood leak occurred 30 minutes after start treatments. Blood leak was observed by blood leak alarm and blood was detected in the filtrate. The bloods loss volume and unknown. The pt was well and no medical treatments were given.